Event description:
It was reported that the plastic covering was punctured. A 26 encore balloon catheter inflation device was selected for inflation. Upon unpacking, it was noted that one of ten package was punctured. No patient was involved.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).